Event description:
It was reported by the affiliate that during an unk procedure the clips didn't form correctly at all. No more info is available. The case was completed with a same like device. There was no consequence to the pt.